Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified evaluated the lap top ventilator 1150. The device passed 158 hours of extended bench testing at the customer's settings. The device failed troubleshooting final test for non-conformance with the ventilator powering off when the ac adapter was removed. Visual inspection revealed that the pigtail adapter is physically damaged. The locking connector was broken off. Review of event trace revealed several ¿ln vent1¿ alarm conditions, event trace cannot determine root cause of ¿ln vent1¿ conditions. All other event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to vyaire that a patient passed away while connected to the lap top ventilator 1150. The customer stated that the ventilator is not believed to have malfunctioned in any way.